Event description:
Edwards received information that an aortic bioprosthetic valve, implanted sixteen (16) years ago, was diagnosed with severe stenosis, requiring replacement with a transcatheter aortic valve (tavr) inside of the subject valve (valve in valve). The tavr was performed with no reported complications.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to the reported stenosis cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.